Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they insulin pump received replace battery alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power loss alarm, replace battery alert and replace battery now alarm due to non-sleep anomaly software error. The device was received with corroded battery tube, cracked battery tube threads and cracked case along the side of the battery tube.